Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi issue was observed on the device. It was also noted that the device failed to connect to the transmitter. Programming change was made. The patient was stable.